Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had several hospitalizations from diabetic ketoacidosis. Reportedly, the customer suspected the hospitalizations were due to the pump. Multiple attempts were made to obtain additional information; however, no additional information was provided.

Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
The pump data report was reviewed and showed that the customer had frequent "overrides" and mismatch of carbohydrates (cho) versus dose for food on activities report (daily average food dose well below based on cho's inputted. Reportedly, a tandem clinical diabetes specialist provided the customer additional training.